Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 13-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2019. It was reported that the patient was lacking adequate pain relief like the trial and only feels stimulation in the ribs, left flank, and left belly. An x-ray was performed which confirmed that the lead had migrated. The patient was reprogrammed to reestablish coverage. There was no surgical intervention planned or performed to resolve the migrated lead. There were no further complications reported or anticipated.